Event description:
Reporter noted patient had endophthalmitis four days post-op. Patient's eye cultured staphylococcus epidermidis. Anterior chamber puncture done in 2001. Va after treatment was 10/10. Prognosis:total recovery.